Manufacturer narrative:
The pod arrived fully deployed. Cracks were observed on the top housing. Corrosion was observed through the bottom housing. Upon removal of the pod housing, corrosion was observed on two batteries, and the printed circuit board (pcb). The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. Ultimately after multiple attempts, the download data was unavailable and lost due to the corrosion. As a result the presence of an alarm could not be determined. It could not be determined if the cracks also contributed to the observed corrosion. It could not be determined if the corrosion also contributed to the reported alarm. During fluid path testing, the external tear was observed on exposed portions of the soft cannula. The timing and cause of the external damages could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 20 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod found a tear in the cannula, cracks on the top housing, and internal corrosion. The device was originally reported for a communication error during operation and condensation inside the pod.